Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of noise from the minute ventilation signal was noted on the right atrial (ra) channel that led to inappropriate mode switching by the implantable cardioverter defibrillator (ICD). The clinic programmed the rate response trend feature off in the ICD. The patient data was not available. No adverse patient effects were reported.